Event description:
Patient had spinal lengthening rod implanted approximately 2005. Rod fractured according to orthopaedic surgeon about three months later. Surgery performed to remove broken rod and replaced about four months later.